Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported that of the adverse events that were mentioned within the article, none of them relate directly to medtronic devices/products.

Manufacturer narrative:
B3. Date of earliest publication is used for reported event date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Iwatate, k., kikuchi, y., sato, s., bakhit, m., & hyodo, a. (2021). A ruptured spetzler and martin grade v arteriovenous malfo rmation in a child treated with radiotherapy followed by embolization: a case report and literature review. Cureus, 13(7), e16605. Https://doi.org/10.7759/cureus.16605. Medtronic review of the literature article found a case review of a 12-year-old female patient who was treated for a ruptured high-grade spetzler-martin (s&m) arteriovenous malformation (avm). The treatment method used was treated first with radiosurgical cyberknife. However, this was considered to be unlike to cure the patient along and postradiosurgical embolization was performed with onyx. It was reported that initially, the onyx filled the nidus smoothly. However, in the later stages of embolization, the injection resistance gradually increased. To counter this, the injection pressure was increased. Consequently, some of the onyx material refluxed through the balloon and the vessel wall gap. Thus, accidentally, a distal branch of left anterior cerebral artery (aca) was occluded, and therefore the procedure was terminated immediately at that stage. It was noted at approximately 50% of the nidus was embolized at the point the procedure was terminate. Post-embolization magnetic resonance imaging (MRI) showed partial infarction at the medial part of the left primary motor cortex extending anteriorly to the supplementary motor area. The clinical manifestation was demonstrated as right lower limb weakness. Rehabilitation was performed for the right lower limb weakness and after 6 months the patient was fully recovered. No other neurological deficit was detected. At 20 months after embolization, cerebral angiography showed complete resolution of the avm. A review of prior literature articles was also completed by the authors.